Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain and shocking sensations at the ipg site. Reprogramming was attempted, but did not resolve the issue. Diagnostics revealed low impedances on a couple of contacts. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received, where in the ipg was explanted.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.